Manufacturer narrative:
A ge service representative performed an on site investigation. The filaments were recalibrated. The system was tested and operates as intended.

Event description:
The customer reported the 9900 system produced high ma errors. No patient injury was reported.